Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary medication with duration of 30 minutes infused faster than expected. The user sequestered the first device and obtained a second module and the event reoccurred with the second device. No administration set information was provided, and there was no report of patient harm.